Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the agent called caller back as caller was attempting to be transferred from pump patient services but agent was unable to hear caller to accept transfer. The reason for call was caller reported they think the pt has a mdt device, but was not with pt at the time of the call and stated pt has never had anyone in pt's life that would know about the device. Caller reported they think pt "had a pump placed in baltimore and then he had some sort of problem with it". Caller stated they are not sure what the problem was and stated they think it might be the battery but they are not sure. Caller mentioned pt is currently in the hospital for another reason. Agent asked for clarification regarding what type of device pt has and caller stated they are not sure if it's an interstim device, pump, or what type of device it is. Caller stated they think pt has something in their spine. Caller stated they think the manufacturer is mdt but they were not sure. Caller reported pt got a new urologist and pt was scheduled to "get something done with this device". Caller clarified they think urologist was going to go in and do something with the device "like replace the battery or replace the pump, I don't know". Caller stated the only reason they think it's a mdt device is because pt's new urologist could not do the surgery "like a few months ago" because pt had a "crazy anesthesia reaction" so they did not do anything, but caller stated a mdt rep was going to be there in the or with the surgeon if they were going to have the surgery. Caller stated they were given the mdt phone number and told patient services could look pt up. Caller inquired if surgeon could have just been guessing if pt has a mdt device. Caller again could not clarify which type of device pt has if it's an interstim device or pump and stated pt has something in their spine but stated they don't think pt has any external devices for it. Caller stated they think pt only has one device implanted. Caller stated they don't believe pt has any boxes that say mdt or any external devices. Caller did not have any further information to provide on the call. Agent redirected caller to pt's healthcare provider determine type of device that pt has and device manufacturer/device information, and caller will call back if confirmed that pt has a mdt device for further assistance. Aug-09 agent called caller back to try to obtain further information and caller stated they do not have ins model/serial number. Caller provided the following additional information that pt was going to have bladder surgery in april or so. Caller stated they will try to locate implant information to try to determine if pt's device is MRI compatible. Agent tried to clarify if a rep was notified of the issue reported in this case and caller stated they do not know if a rep was notified. Rep name asked, unknown. Agent selected today's date as notify date as caller was unable to confirm if a rep was notified. Call placed to patient¿s managing physician¿s office and spoke with a receptionist. The receptionist stated the patient¿s niece had called in asking for information about the patient, but the receptionist was unable to provide much information due to medical privacy laws. The niece stated the patient was hospitalized and needed information regarding MRI guidelines of the implanted device. The receptionist provided no further clarification on the hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.